Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he was experiencing blurry distance vision and distorted intermediate vision that was interfering with his golf game. The customer also reported that when he views the numbers on the vcr, the numbers from left to right seem to get smaller with the right eye. This resolves if he tilts his head to the right approx 10 degrees. In a follow-up, the surgeon reported the event was not related to the iol. The surgeon stated the pt was overcorrected and the event would resolve with a lasik procedure. The surgeon did not feel the event was related to the iol. There are two medical device reports associated with this event. This report was for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/20/2009, 07/21/2009, and 08/05/2009 by phone, fax, and mail. A completed questionnaire was received on 08/10/2009. This report was mailed to FDA on: 08/19/2009.